Event description:
It was reported the patient programmer was not connecting with the implantable neurostimulator (ins) and the patient had a loss of therapeutic effect. The return of symptoms had been gradual and began within the past week or two. The patient had been feeling ¿off¿ like something was not working. When the patient went to check the ins with the programmer, the programmer displayed a lower battery screen. A problem with the programmer was reported and the patient was not able to make adjustments with the antenna attached. The patient tried to connect with the ins, but there was no telemetry and the programmer would not read the ins. A poor communication screen was displayed. The programmer was tried with new batteries and the antenna was used. The issue with the programmer started the day of this report. The patient was able to connect with the ins using the programmer without the antenna. The programmer showed the ins was on and okay. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3 7603, serial# (B)(4), product type: implantable neurostimulator. (B)(4).